Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The following devices were involved in this incident and are registered in addition in our complaint database. They are identified with the internal notification numbers. Number 400182389 perfusor space, number 400182942 perfusor space, number 400182943 perfusor space, number 400182944 perfusor space. Additionally to the complaint perfusor space we received the order system: number 400183934 space station system, number 400183928 space cover comfort. The space system devices are currently under investigation at this time. A follow up report will be provided after the inspection results are available.